Event description:
The customer did not report a malfunction. During inspection of gastrointestinal videoscope, an e226 (scope communication error) occurred and foreign objects were found on the c-cover, a-rubber (bending section cover), and adhesive on the a-rubber. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the e226 was traced to a component failure. Regarding the foreign materials, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previously submitted report. Corrected fields: b5, d9, h11 based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely the corroded plug unit led to the communication error.

Event description:
It is further reported that the connecting tube and the plastic distal end cover (c-cover), also had foreign objects on them. No additional information received.